Event description:
I took my daughter for a dental check-up and fluoride treatment was applied on her teeth. She complained of stomach pain shortly after the visit, was nauseous and vomited within the next two hours after the appointment. Remained nauseous for the rest of the day and evening. Fluoride poisoning. Did the poisoning stop after the person reduced the dose or stopped taking or using the product: yes. Routine fluoride treatment. Do you still have the product in case we need to evaluate it: no.